Event description:
It was reported that the "plaintiff has a condition that required surgical intervention for repair. Plaintiff was implanted with the ams sparc synthetic mesh system on (B)(6) 2005." It was alleged by the plaintiff's attorney that, "within months after the initial implant procedure, plaintiff experienced complications" and required, "additional medical care and treatment and/or surgical intervention." It was also alleged, "as a result of the subject synthetic mesh system, plaintiff suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination leading to the need for dangerous and serious surgery," and "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.